Event description:
The customer's father stated that the reservoir was leaking insulin into the insulin pump. The customer's father stated that he always rewinds the insulin pump with the reservoir in place, and that this could have been the cause of the leak. The customer's father was instructed on proper rewinding technique. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.